Manufacturer narrative:
Additional information: correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. The inflation syringe and insufflation bulb were received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extra peritoneal laparoscopic inguinal hernia repair, while at the first step of the pro cedure, the top of the number one piece completely broke off, got the plastic fractured and left the obturator of the number one piece in the cannula. To resolve the issue, the broken number one piece was able to be extracted from the number two piece and the procedure was able to be completed. There was no patient injury.